Manufacturer narrative:
Programmer model 3037, serial # (B)(4), lead model 3093-28, serial # (B)(4) implanted: (B)(6) 2010 explanted: unknown.

Event description:
Follow up information received reported that the patient still concerns regarding their implantable neurostimulator and therapy but was working with their physician and the company representative to resolve the issue. The patient noted an appointment schedule for (B)(6) 2012. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the implantable neurostimulator was protruding from the pocket site causing discomfort and acute pain. Repositioning surgery was performed on (B)(6) 2011. It was also reported that the patient was unable to adjust the stimulation and reported a "power on reset" condition. Additional information has been requested, but was not available as of the date of this report.